Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at their ipg site. As a result, the patient's ipg was explanted and replaced with a different/smaller model for better comfort. Surgical intervention resolved the patient's issue.